Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 43 mg/dl at the time of the incident. The customer reported that the blood glucose was 88 mg/dl prior to low blood glucose event. The customer was at 251 mg/dl at the time of the call, and 300 mg/dl at the time of admission. The customer was given brown sugar, food, and candy to treat. The customer experienced symptoms such as seizure. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed as the customer was not available at the time of the call. The insulin pump will not be returned for analysis.